Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested events were confirmed. It was determined, that the phenomenon (1) ¿power cannot be turned on, due to failure of the power converter¿ occurred, but the root cause could not be identified. Phenomenon (2) ¿front panel control cannot be turned on and the device cannot be activated¿ occurred, due to the failure of the power converter. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the front panel control did not turn on or activate due to a defective power converter. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the hight flow insufflation unit did not turn on for an unspecified diagnostic procedure. There was no report of patient harm. The device was returned, evaluated, and a defective power converter was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.